Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number / manufacture date ¿ unknown/ event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to unknown reasons. Competitor product was used to complete the procedure. Additionally, a custom tibial component is being produced for a second revision that has been indicated due to malpositioning. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a left knee revision procedure due to unknown reasons. Competitor product was used to complete the procedure.